Event description:
The customer reports that the catheter showed a leakage during use.

Manufacturer narrative:
Qn#(B)(4). The customer returned one unopened representative 2-l PICC kit for evaluation. The actual device was not returned for evaluation. The kit was opened, and the catheter was visually inspected. No defects or deformities were found on the catheter or any of the other parts returned. The total catheter body measured to be 20.625" which is within specifications of 19.6875-21.6875" per product drawing. The catheter was initially flushed using a lab inventory syringe to ensure there were no blockages. Then, the catheter was tested for leaks. The distal lumen of the PICC catheter was attached to the lab leak tester with the distal end of the catheter occluded and pressurized to 305kpa for 30sec. This process was repeated for the proximal lumen. No leaks were detected from the catheter during any of the testing performed. A manual tug test confirmed the proximal and distal luer hubs were attached and secure to their extension lines. A device history record review was performed with no relevant findings identified. The IFU provided with this kit warns the user, "do not apply excessive force in placing or removing catheter. Excessive force can cause catheter breakage. If placement or withdrawal cannot be easily accomplished, an x-ray should be obtained and further consultation requested. Do not secure, staple, and/or suture directly to outside diameter of catheter body or extension lines to reduce risk of cutting or damaging the catheter or impeding catheter flow. Secure only at indicated stabilization locations." The customer report of a catheter leak was not able to be confirmed by complaint investigation of the returned representative sample. The catheter passed all dimensional and functional testing. A device history record review was performed with no relevant findings. Based on the representative sample received and without the actual complaint sample, the root cause could not be determined. Teleflex will continue to monitor and trend for complaints of this nature.

Manufacturer narrative:
Qn#: (B)(4).

Event description:
The customer reports that the catheter showed a leakage during use.